Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device was not working properly. The outer layer of the cylinders was torn and tissue was ingrown in the device. The cylinders and pump were removed and replaced. The reservoir was drained and retained. There were no additional patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device was not working properly. The outer layer of the cylinders was torn and tissue was ingrown in the device. The cylinders and pump were removed and replaced. The reservoir was drained and retained. There were no additional patient complications.